Event description:
Philips received a complaint from the customer, reporting that the mask had a leak, and the pressure was fluctuating. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No medical intervention or delay in therapy was reported. No patient or user harm reported. The customer reported that the mask had leaked, and became large or was in a temporary state of release. It was then reported that the pressure increased for approximately ten seconds, causing the water in the chamber for the dual float to drop on the side of the mask. It was also reported that the pressure increase stopped after a few seconds, even though the mask leaks were large. The device was evaluated, and the service engineer (se) reported that the issue could not be confirmed. The device was returned to the customer with no further actions required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6). Phone: (B)(6).